Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "system is getting hanged intermittently " (device stops intermittently). "Intermittent shut down issue" (loss of power). The facility reports the system intermittently shuts down and/or gets hung during and after cases. No pt injury has been reported. Add'l info has been requested.

Manufacturer narrative:
The company service representative examined the system and the host module was replaced. The system software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).